Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (bg)of 33 mg/dl. Reportedly, the customer was receiving too much insulin at night due to the customer's settings. The paramedics administered glucose gel and soda to treat the customer's low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.